Event description:
A remstar device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third part service center the foam particles were found inside the blower kit and blower foam degradation was noted. Additionally, the service technician observed error code e63 (err stuck_knob_key) on the device log and a dust contamination was present. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.